Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 5.0, lab: 2.5. Ng, 4.4, 3.2. Date: (B)(6) 2010, 4.1, 3.0. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 5.2. (B)(6) 2010, 4.4. (B)(6) 2010, 4.1. (B)(6) 2010, 3.0 (new strip lot used). Patient's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.